Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The physician was notified that the patient's right ventricular (rv) lead had triggered an alert for: "ventricular defibrillation impedance out of range" when the impedance level exceeded the programmed upper alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.